Event description:
It was reported that the pt underwent a spinal procedure to implant posterior fixation at l4-s1. The fixation screws were not implanted to l5. The pt reportedly did not fuse three years after. The left side rod was broken. The additional surgical procedure was performed to remove the construct. The fixation level was extended from l4 to s2 by a plf. There was still no screw implanted at l5. No further pt complications were reported.

Manufacturer narrative:
(B)(4). The part# and lot# of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The rods that were used are catalog # gx0299h031, lot # w07e2256; catalog # gx8699045, lot # w07a608. Non-fusion. This part is not approved for use in the united states; however a like device catalog # 8699055, 510k # k981676 was cleared in the united states. The manufacturer date for lot # w07e2256 is 05/11/2007; the manufacturer date for lot # w07a4608 is 02/22/2007. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.